Event description:
The pt stated that she was trying to administer a bolus and noticed a buzzing noise coming from her infusion device. The pt programmed a 6.0 unit bolus and the infusion device delivered .1 units and the infusion device started making a loud buzzing noise. The infusion device screen then became stuck at 5.9 units and she could not press any buttons to clear her infusion device. The pt inserted a new power pack and the infusion device reset. The original power pack used by the pt was 21 days old. After switching to a new power pack the pt was then able to administer a bolus. The pt was aware of the power pack recall and knew that she needed to change her power pack every 2 weeks, but stated that she forgot. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.